Manufacturer narrative:
(B)(4). The sample was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mis-spike occurred when the customer connected the transfer set to a disconnect cap. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The device was used with a uv flash machine with no issues connecting. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported issue. The reported problem of connection issue was unable to be duplicated/verified. Should additional relevant information becomes available, a supplemental report will be submitted.